Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of two cutting burr devices broke in succession when attempting to open a hole using a short attachment device and a motor device. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4) correction:the initial medwatch report documented that the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (b)6)2017. The device was manufactured. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. The cutter device was evaluated and the reported condition that the device had a broken tip was confirmed. An assessment was performed and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. It was determined that the cause of the reported condition was excessive lateral or side to side force. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.